Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a normal follow-up. Externalized conductors were observed via diagnostic imaging. The lead will be monitored.